Event description:
It is reported that the instrument broke when striking.

Manufacturer narrative:
Eval: as returned, the distal tip of the handle is fractured. The device has a potential field age of approx 4.5 years. Device history records indicate all components were mfg and inspected to spec. User error is likely the cause of this failure.